Event description:
The primary surgery (plif on l5/s) was performed about 3 years ago. During the surgery to remove the implants, one of the screws in s1 broke near the tip. The broke tip could not be retrieved, thus it was left in the pt.

Manufacturer narrative:
Na.